Event description:
It was reported that insulin began leaking from the cartridge septum while the customer was attempting filling the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.